Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a review of the black box and pump histories did not find any activity related to the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. The complaint of a ¿plunger error¿ could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the bolus button cover was punctured; however the bolus button remained responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was repeatedly giving an err,or message ¿plunger¿ that could be cleared by removing and reinserting the battery, but then the error would recur. The reporter stated that the cartridge plunger could not be drawn back but could be pushed forwards. The reporter stated that the issue was not a cartridge issue and the pump was replaced for this issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.